Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1cc of juvéderm vollure¿ xc. Two months after injection, the patient experienced a ¿granuloma formation¿ and "soreness" at the injection site. The patient was treated with 5fu and depo medrol injections a week later. The patient has a history of cervical fusion, thyroidectomy, migraines, high cholesterol, breast augmentation, unspecified elbow/shoulder surgery, adhd. The patient takes imitrex prn, belbuca prn, adderall, livalo concomitantly. Symptoms are ongoing.